Event description:
Transferring resident in pal lift volaro lift (new design) (B)(6) from bathroom to wheel chair front right wheel of lift ran over floor mat, lift tipped backwards.

Manufacturer narrative:
Trying to push the lift up on a mat brought it to a quick stop and the weight of the resident swung backward causing the lift to tip.